Event description:
The tps universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user or patient alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion were found and the bearings and the front ring were worn.